Event description:
It was reported that during unpacking for a coronary stenting treatment procedure, stent damage was noted. When the physician pulled the 3.0x12mm veriflex stent delivery system out of the stent loop, it was accordioned. There was a 2-3mm gap between the stent and the markers location. The procedure was successfully completed with two non-bsc stents. No patient complications were reported and the patient's status is fine.

Event description:
It was reported that during unpacking for a coronary stenting treatment procedure, stent damage was noted. When the physician pulled the 3.0x12mm veriflex stent delivery system out of the stent loop, it was accordioned. There was a 2-3mm gap between the stent and the markers location. The procedure was successfully completed with two non-bsc stents. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer - a visual examination of the returned device found that the stent was pulled distally on the balloon. This resulted in the proximal edge of the stent being positioned at 3mm distal to the distal edge of the proximal markerband. The mid to distal section of the stent was bunched and the distal end of the stent was positioned over the distal markerband. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.the most probable root cause is considered handling damage as the event occurred prior to patient contact.(B)(4).

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).